Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer's blood glucose was 180 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer declined to provide that action(s) were taken to address elevated bg and occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery.